Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 15 mg/dl at the time of the incident. The customer was at 30 mg/dl at the time of the incident and was at 46 m/dl at the time of the call. The customer was given juice, food, and glucose tablets to treat. The customer was given food and it raised her levels to about 400 mg/dl and then they administered insulin to regulate her blood glucose. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer was gardening in the heat on the day of the incident. The insulin pump will not be returned for analysis.